Manufacturer narrative:
The device was returned on 8/17/2021. Testing was performed and no delivery, rate or dose related alarms found in device history. N232(air in proximal a) was found in device history. Device history downloaded and maintained. Review period 12 july 2021 to 15 june 2021. Logs are attached to device history record. It was noted in the `as-found condition: no physical damage noted. From the log review, it can be seen there was only one programmed delivery for duration of 3hours. It occurred on the 15th july 2021 at 10.11am. Rate was 545ml/hr with vtbi of 1635ml. The program was started and ran for the duration of 1hr and 1min when it stopped due to n232(air in proximal a) alarm. The alarm was silenced after 4 minutes. Program was cleared and device reprogrammed with different settings and this program completed delivery as expected. The log entries supports the program entered was as specified by customer but does not confirm that device delivered too quickly. The device passed all pvt testing including delivery accuracy testing. The complaint of drug being delivered too quickly was not confirmed through logs or testing. A probable cause was not determined.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a plum a+ pump that delivered taxol too quickly during infusion. The pump¿s setting was set at approximately 500 ml and should have been infusing for 3 hours starting at 10:55. The delivery issue was noted by the nursing staff when the pump alarmed and when the infusion was completed at approximately 12-12:30 am finding the bag to be dry. It was also reported that there was no difficulty in programming or initiating the infusion. However, there may be a possible error in programming the infusion. There was patient involvement but no adverse events and no delay in critical therapy.